Event description:
The user facility reported that water was leaking from their dsd edge automated endoscope reprocessor and onto the floor. No report of injury.

Manufacturer narrative:
A steris service technician inspected the dsd edge automated endoscope reprocessor (aer) and found that the drain manifold (side b) and air valve diaphragm required replacement. The technician replaced the side b manifold and air valve diaphragm, tested the unit and confirmed the device to be operating properly. The dsd edge aer was returned to service and no additional issues have been reported.